Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a cervical spine procedure. It was reported that the tracker was not being picked up by the camera. New spheres were used, and it was still not picking up. It was resolved by opening up a second universal drill guide (udg.) There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The hospital has a second tray with the exact same instruments in it. When they used the purple tracker from that tray, on the universal drill guide from the original tray, it worked. The reported cause of the event was that the purple tera tracker was likely bent causing geometry to be off, and therefore unable to be tracked by the navigation system. The issue was the purple tracker. They opened a different colored tracker and mounted the udg to it, and successfully navigated it.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.